Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 18:39:30 on 10/18/2022. At 00:50:34, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with varying heart rate. The rhythm then degrades to vt @ 190 bpm with response button use. The device properly detected vt at 00:50:34 on (B)(6) 2022. However, response button use prevented the lifevest from treating the patient during this time. The electrode belt was disconnected at 00:50:52 on (B)(6) 2022.